Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, the camera head was hot from use, and no damaged was produced to the patient. There was a back-up device available. It is unknown if there was a delay. There was no patient involvement.

Manufacturer narrative:
H10: h2: additional information: b5.

Event description:
It was reported that during set up, the camera head was hot from use, and no damaged was produced to the patient. There was a back-up device available. No delay was reported. There was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the surface temperature of the device got to 87 fahrenheit. But did not get too hot. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.